Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No other analysis was possible because no product/ x-rays were returned the root cause is undetermined based on the above elements, the need for corrective action is not indicated. We close this complaint as undetermined and will re-open it if any relevant information is received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of kar stem to a reef due to malplacement.